Manufacturer narrative:
Corrected data: h6-health effect- impact code: "2199" should be removed and code "4629" should be added. H6- medical device code: 1494- off label use (age<21). H6- medical device code:"3189" should be removed and code "2993" should be added. Claim# (B)(4).

Event description:
In the article, "predictability of the vault after implantable collamer lens implantation using oct and artificial intelligence in caucasian eyes," the author stated, "two myopic eyes (0.4%) required icl exchange owing to an extremely high vault" was reported from a group of 561 eyes of 300 patients that were included in the study.

Manufacturer narrative:
Date of event: unk. (Expiration date); unk no serial number reported. (Device manufacturing date): no serial number reported. Claim # (B)(4).